Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was trying to fill the tubing and the insulin starting squirting out. The device also alarmed. Troubleshooting was performed and the device alarmed again. Customer did not know current blood glucose level. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was normal and she did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. Alarm and possible causes were explained to the customer. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement and prime tests could not be performed due to the motor error alarms. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.